Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up button on their device was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Additionally, the pump failed a leak test due to a display lens leak. No evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.